Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that all insulators were breached cut and there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that during the implant attempt, the helix would not extend after being retracted. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.